Event description:
It was reported that the system is having kvp and tracking accuracy problems. No pt injury was reported.

Manufacturer narrative:
A ge rep has evaluated the system, and has ordered parts for repair. A complete eval will be conducted when the parts arrive.